Event description:
It was reported that in 2006, the pt's mother noticed that upon the right-side speech processor on the pt's head, the pt did not react to sound. The mother of the pt is not aware of any fall but the pt suffers from epilepsy and falls quite frequently. Testing of the device carried out two days later, confirmed that the device has falunctioned. Also the skin over the area of the implant was coloured greenish yellow, indicating that a fall must have taken place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.